Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a hyperglycemic event on (B)(6) 2026 due to an occlusion issue, as the patient had an inflammatory response or scar tissue that blocked the flow of insulin at the infusion set site. Symptoms were observed three or more hours after insertion. The insertion site was the abdomen. The blood glucose level was high, and the patient was treated with a correction injection via multiple daily injection (mdi). No further information available.